Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a bph surgical procedure , the fiber changed from side firing to direct firing (forward firing). The procedure was completed using an alternate procedure (turp). Patient outcome "good" reported. No injury to the patient reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-545a-1210: the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits mild detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
The physician used a second fiber to complete the procedure instead of turp.